Manufacturer narrative:
Cmp-0923719 d10: 00111314001 item name palacos rg 1x40 single lot / software release # 89344763 00111314001 item name palacos rg 1x40 single lot # 87424699; 151805 item name oss 3cm resurfacing rt 462860 ; 150370 item name oss cemented im stem 16x150 lot # 067110; 150477 item name oss poly femoral bushings lot # 378090; 150476 item name oss poly tibial bushing lot # 438170; 150493 item name oss reinforced yoke lot # 113520; 150422 item name oss mod tib baseplate 71mm lot # 993770; 150427 item name oss tib blk aug 10x71/75 univ lot # 683320; 150412 item name oss tibial poly bearing 16mm lot # 380610; 150480 item name oss axle lot # 336910; 150361 item name oss cemented im stem 12mmx90mm lot # 092530; 150478 item name oss poly lock pin lot # 210660. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2024 - 00783; 0001822565 - 2024 - 00784. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 5 years and 9 months post implantation due to femoral loosening. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on the information provided, the patient had a history of multiple joint surgeries, including total and partial knee and hip replacements. Additionally, the patient's obese status increased mechanical load on the joint implants. Repeated surgeries increase the risk of bone quality degradation which could affect the stability and longevity of the implant fixation. The cause of the loosening of the femoral component is likely multifactorial, with contributing factors such as patient-related influences (e.g., weight), previous surgical interventions, and the complex nature of revision arthroplasty. There is no evidence to suggest that palacos® r+g or palacos® r directly caused or contributed to the loosening of the femoral implant. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: hinged prosthesis right total knee arthroplasty with significant loosening of the femoral component, osteopenia is present. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.